Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 416 mg/dl. Troubleshooting showed that the customer was not using new batteries in the insulin pump. Troubleshooting was not completed due to the call being disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.